Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results were 365, 452, 574mg/dl.(meter). Tests were done within 3 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.